Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 24 mg/dl. Emergency medical technicians administered a glucagon injection to address the low bg. Reportedly, customer is working with healthcare provider to adjust settings and address bg.